Event description:
This procedure is part of the create (B)(6). A stroke occurred after a carotid stenting procedure. There was difficulty in retrieving the catheter, which resulted in a partial fracture of the catheter. The catheter was removed under direct vision, and repair of the defect in the blood vessel was completed. The patient is recovering from a subsequent stroke. Site reported as procedure related but not related to either device. Please see MDR 2183870-2011-00015 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.